Event description:
User facility reported that the device was inserted into patient. According to reporter, the patient was not receiving enough air. The physician performed a bronchoscopy and found that the product cuff had herniated. The product was removed from patient and replaced with another tracheostomy tube. No permanent adverse effects reported.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is complete.